Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The customer reported a blood glucose level (bg) of 42 mg/dl. Customer addressed bg with juice. The customer declined assistance from tandem technical support regarding the issue. No additional patient information was available.